Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a latex free kit, but the gloves inside the pack were latex gloves. It was noted that given lot# ngjx4320. Per ucc mail notification received on 06may2025, based on the photos in the complaint, the wrong insert sheet was provided for lot ngjx4320. Photo one shown the lot number on the belly band ngjx4320 for a942216 which was a latex-free code. Photo two shown the front with the insert sheet for that lot and it says the item contains latex; this same photo also shows a partial ref that did not correspond to a942216. This was part of the ongoing complaints for this lot# where the insert sheet provided was for a303316a.

Manufacturer narrative:
Ucc-25-5282_5319 field action has been initiated by bd. Customers will be instructed to discard product or return product to bd for replacement or credit. CAPA 11598314 has been initiated to investigate root cause of the problem. Correction: f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a latex free kit, but the gloves inside the pack were latex gloves. It was noted that given lot# ngjx4320. Per ucc mail notification received on 06may2025, based on the photos in the complaint, the wrong insert sheet was provided for lot ngjx4320. Photo one shown the lot number on the belly band ngjx4320 for a942216 which was a latex-free code. Photo two shown the front with the insert sheet for that lot and it says the item contains latex; this same photo also shows a partial ref that did not correspond to a942216. This was part of the ongoing complaints for this lot# where the insert sheet provided was for a303316a.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: b, d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a latex free kit, but the gloves inside the pack were latex gloves. It was noted that given lot# ngjx4320. Per additional information received via email on 28apr2025, the packages are unopened and doctor caught the issue prior to use. The doctor double checked the kit and found the gloves were latex despite the kit having the non latex part number. The kit in question has the wrong part number, a942216. We double checked the rest of our stock and found no issues.